Event description:
It was reported that there were cross-threading issues with the stem extension during use.

Manufacturer narrative:
This device is used for treatment. Visual inspection of the offset stem extension and extension screw subcomponent found the parts to be in like-new condition. Threads were found conforming for both components and mated as intended; therefore, the alleged deficiency could not be confirmed. Device history records for the offset stem and extension screw were reviewed and did not find any deviations or anomalies. A product history search revealed no add'l complaints against the related part and lot combination. A definitive root cause cannot be determined with the info provided.